Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and product/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege pain, soreness, discomfort, difficulty walking and performing routine activities, clicking and popping noise and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 1/30/2015 - ppd with medical records received. Patient revised to address acetabular loosening. Upon revision, cloudy fluid and yellow staining of the joint lining with an adverse local tissue reaction, corrosion on the trunnion, and osteolysis were noted. The stem and sleeve are being added to the complaint. The stem remained in situ.